Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead capture could not be confirmed for a single beat on the current electrogram (egm) and on one stored episode. The lead remains in use. No patient complications have been reported as a result of this event.